Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tangling of the tubing with the new packaging caused a chemo spill of a secondary infusion of oxaloplatin. After replacing a secondary tubing set that was thought to be connected, it was identified the set was not connected to the primary set. Solution was spilled on the chair side table, gown, floor and pump. The clinician struggled with new tubing packaging that they feel causes the tubing to be easily tangled when unwinding. The secondary tubing was connected to the primary and the infusion was restarted without further issues. There was no report of patient harm.